Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code b30 and no image displayed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that, on one of the towers, the subject device displayed only a fuzzy screen, while on the other tower it showed an error message: ¿scope communications, contact olympus.¿ the issue was found during setup for use for a diagnostic esophagogastroduodenoscopy (egd) procedure, which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to the initial MDR. Update: h2. Correction: h6. Per the legal manufacturer, the other device malfunction of communication & transmission problem/error included in the initial MDR has no potential to cause or contribute to death or serious injury if the malfunctions were to recur. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information was received from the customer.